Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
It was reported to philips the device has no power supply. There was no patient involvement.